Event description:
Annuloplasty ring was torn approximately 2mm on the side of the ring. The location of the tear was by the silk suture line. Lifting the ring by the blue attached tag to cut the black suture increased the tear.